Event description:
It was reported the gastrointestinal videoscope distal end case was burned. There were no reports of patient involvement as the event occurred during service/maintenance (not in a clinical setting).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation of the burnt tip cover, a definitive root cause could not be determined. However, it is likely due to the use of a high-frequency instrument without sufficient distance from the tip. The event is detectable/preventable by handling the device in accordance with the following IFU: chapter 4 operation olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.